Event description:
It was reported that during a percutaneous transhepatic cholangiogram treatment procedure, a suture break occurred. The physician placed a carey-coons biliary stent in between the ribs to obtain percutaneous drainage of bile. The carey-coons biliary stent was placed successfully. During procedure closure, as the physician was attempting to suture the device to the pt's skin for securement, the suture broke. The procedure was completed with this device. There were no reported pt complications. The pt was doing "fine" after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.